Event description:
It was reported that versacare frame (product code: p3200a000035, serial number: (B)(6), bed exit buzzer wasn't working for bed exit alarm. It was noted the account did not have nurse call system. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the external alarm needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 23, 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the reported event. Based on this information, no further action is required.